Event description:
It was reported that stent dislodgement and difficulty removal occurred requiring additional intervention. A 7fr non-boston scientific guide catheter was crossed the lesion and pre-dilatation was performed with 3.0 x 20 mm emerge balloon catheter. Following deployment, a 3.50 x 24mm synergy xd drug-eluting stent was advanced to treat the lesion. However, the distal marker and the stent were misaligned and was noticed that the stent was dislodged. When it was pulled back for retrieval, the system became stuck and was unable to be removed. The fallen stent was retrieved from the patient using a snare, and no remains were found. The procedure was completed with another of the same device without any patient complications reported.